Manufacturer narrative:
B3: date of event unknown one infusion pump was received for evaluation. Visual inspection found chips out on both front corners of top case also missing serial label. Event history log showed "force sensor test error". During power up and force sensor test the reported issue was duplicated. The cause of the reported issue is the plunger cable connector was found partially plugged into plunger board due to incorrect assembly by customer. Plugged plunger cable connector tightly into plunger board. Performed preventive maintenance and all functional testing. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a bad plunger case that was replaced but the unit still failed. No adverse patient effects were reported by the customer.